Event description:
It was reported that the rear rotation knob is loose, preventing the customer from rotating the probe using the rear rotation knob. It was also reported that the holster would make a chattering noise when a sample was taken for a breast biopsy. The customer was able to complete their case by using the front thumbwheel to take the needed samples and complete the case with no patient consequence. One device to be returned for analysis.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary - the unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational cable and the top frame. Part replaced that was not related to the customer complaint was the safety latch. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.